Manufacturer narrative:
(B)(4) clip difficult to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip was difficult to release from the catheter. The clip had to be pulled off from the tissue and was pulled into the endoscope. As the clip was being pulled out of the patient, the clip was believed to have released from the catheter and fell into the patients stomach. Reportedly, the endoscope was in a retroflexed position. The procedure was deemed complete as there were two existing clips already attached to the target site successfully. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.